Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient also reported swelling at the infusion site. For treatment the patient took a bolus for 5 units with the pod, but nothing changed. They then took a bolus from a manual injection. The patient ending up removing the pod.